Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
A battery serial number (B)(6) was returned. It was confirmed the serial number of the actual faulty battery was (B)(6).

Event description:
It was reported that the patient's battery would be only at (B)(6) full capacity after being fully charged. The battery would also get very hot and was replaced. The battery was planned to be returned but could not due to being regarded as a dangerous good. Replacing the battery resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4 - primary unique device identification (UDI) number: corrected. Section g3 - PMA #: corrected. Section h5 - labeled for single use: corrected. Section h8 - usage of device: corrected. Manufacturer's investigation conclusion: the reported event of the battery only having one fifth of charge after being fully charged was not confirmed. The reported event of the battery being ¿very hot¿ was also not confirmed. It was reported that the battery was exchanged and no further issues have been reported. The exchange 14v battery would not be returned for evaluation. The root cause of the reported events could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ describes the various ways to the power the system, including how to use the 14v batteries. This section explains how to check the charge level of a 14v battery using the battery fuel gauge. These sections also caution the user not to store or use the batteries in temperatures above 104°f (40°c), not to store in extremely hot temperatures, such as in automobiles or automobile trunks, in direct sunlight, or together with keys, coins, or other loose metallic objects. Heartmate 3 patient handbook section 2 "how your heart pump works" and heartmate 3 instructions for use (IFU) section 2 "system operations" explain the lights, sounds, on-screen messages, and buttons on the user interface, including the battery power gauge. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the battery only having one fifth of charge after being fully charged and the battery also being ¿very hot¿ was not confirmed. Visual inspection of the returned 14v li-ion battery, serial number (B)(6) was unremarkable. The battery mfg date was (B)(6) 2022. The battery was received depleted. The battery had 96 cycles and required calibration. The battery internal temperature was 294.6 kelvin (k) which is equivalent to 21.45 celsius (c). The battery was placed into a test universal battery charger (ubc) and the charger indicated that the battery required calibration. The battery was successfully calibrated. The returned battery was functionally tested while installed into a test battery clip and connected to a test system controller and a test pump. A test battery and test battery clip was also connected to the test system controller. The system operated as expected with no alarms active. The battery inside the battery clip and the connection between the system controller and the battery clip was manipulated while the system was operating on the mock loop; no alarms were noted and the system continued to operate as intended. The battery was discharge tested with an electronic load based battery test system and the battery exceeded the design requirement specifications. A thermal test was performed on the battery and the temperature was measured on the front and back housing of the battery when placed into a test universal battery charger (ubc) for charging and also when powered a test system controller and a test pump. The difference between the temperature measured at the battery housing and the ambient temperature was less than 1°c. The 14v battery, serial number (B)(6), was accepted in storage location on 05jan2023 and inspected. The battery functional test sheet was reviewed and the battery passed all initial testing. Heartmate 3 patient handbook (japan) rev c, under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 instruction for use (IFU), rev a (jp), under section 3 ¿powering the system/using heartmate 14v lithium-ion batteries¿ explains how to check the batteries. The patient handbook, rev c (jp), also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 14 volt li-ion battery instruction for use (ja-jp rev. E) covers how to check the batteries functionality. No further information was provided. The manufacturer is closing the file on this event.